Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: correction (g1): contact office address: (B)(6). On (B)(6) 2021, a query of complaints reported for malfunction codes was performed, looking for customer reports related to the foreign body found on the dressing. As a result, one (1) complaint was reported, related to malfunction codes, where the end user reported ¿there is something like hair in the individual wrapping¿. No harm was reported. See below photo related to the reported problem. Based on the visual inspection of the picture received, the reported condition could be confirmed. A black filament that appeared to be hair was observed inside the primary packaging. What is the extend of the nonconformance (nc)? This document was created to perform the preliminary investigation for complaints, lot number, icc, and sap material for affected lot number 1a01698 with malfunction code. The scope of this nonconformance report is to cover all products from doyen b manufacturing line. Process description: the dressings were extruded in the elc#10 manufacturing line and then were packed in the doyen b manufacturing line: based on the review performed to the batch record of finished good lot (s), all the components utilized were correct per bom, under applicable icc code and erp material. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the applicable process instruction. Therefore, no discrepancy related to this issue were found within the documentation. Current quality controls: based on the test method and the process instruction the following tests are performed in the elc#10 and doyen b manufacturing line, in order to identify this failure mode in manufacturing process. Based in the operator training matrix, new employees during the induction process are trained in good manufacturing practices (gmp) according to environmental guidelines, good documentation practices cleanroom and proceso de adiestramiento para empleados y contratistas haina, dr. All employees will receive recertification annually based on good documentation practices, ehs, 5s¿s + safety, and good manufacturing practice (gmp). According to environmental guidelines each employee must meet the following requirements to enter the manufacturing cleanroom: gowning and/or general requirements: gowning and hair protectors are required for all the personnel and visitors. Aprons will also be provided to the personnel designated in the rip out stations in order to avoid the product to get in contact with the gowning buttons. Broken, wet and dirty gowns will not be allowed to use in the production area, except maintenance personnel that are executing any repair activity, neither short pants, shoes in bad conditions or clothes with dirty appearance, or without sleeves. Each employee is responsible for the cleaning of his/her work area. Every employee must wash the hands after attending the restrooms facilities. The nails must be short at the fingertips level; glove is not permitted in production area except those areas or processes that require it according to its procedures. Entry to the manufacturing areas will not be permitted to people with injures or burns. If this is the case, gloves shall be worn, and such burn shall be covered. Any person that enters to the manufacturing area must wash his hands with the solution into the dispensers located at each entrance of manufacturing. It is not allowed using labs coast, hairnets and barb covers in the cafeteria area. According to monitoreo microbiologic for gowns and hoods: monthly sample 5 gowns and 5 caps previously washed, will be received with your lot number. Perform the test in a flow cabinet laminate, take a gown and / or hat, uncover the rodac and sample. Press carefully, date label rodac sampling and corresponding location. Perform these steps for each gown and once the sampling is finished, send to wash. Conclusion of the preliminary investigation: based on the preliminary investigation carried out, photo available was evaluated confirming the reported problem. No harm was reported for any of the involved complaints in this investigation, no ncr related to foreign particles issues had been identified for the affected lot number. Visual inspection test was performed during the manufacturing process to avoid visual irregularities during manufacturing process. New employees during the induction process, are trained in good manufacturing practices (gmp) according to environmental guidelines, good documentation practices cleanroom and proceso de adiestramiento para empleados y contratistas haina, dr and are annually re-trained in the mentioned document. According to the preliminary investigation, it was concluded that the reported problem was caused by a practice not adequate to the requirements of good manufacturing practices gmp. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Brand name: duoderm/granuflex/duoactive - moisture retentive duoderm cgf dressing common device name : dressing, wound, occlusive. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was something like hair in the individual wrapping. The product was not used on patient. The pictures of the concerned were provided well.